Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect that had started ¿about 6 months after implant.¿ it was stated that the device was no longer helping because the patient had ¿gotten used to it¿ and the pain was ¿so bad.¿ it was stated that the patient had told her healthcare provider (hcp) that the device ¿doesn¿t work.¿ it was stated that the device had worked well when it was first implanted, but the patient had become ¿immune to the feeling.¿ it was noted that the patient had called her hcp about having the device taken out. It was noted that the trial had worked well.